Manufacturer narrative:
No button error alarm noted. However, pump received no button response due to flattened button dome switch, escape. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 224 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.